Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Vns labeling lists infection as a possible side effect related to vns therapy.

Event description:
Reporter indicated a vns patient had "scratched and picked at the scar on the neck, thus getting it infected about a year ago." Good faith attempts to obtain additional information were unsuccessful. Review of DHR confirmed sterilization of both lead and generator prior to shipment.